Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was hospitalized after a serious seizure and was beaten in the chest for resuscitation which may be the cause of the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.